Manufacturer narrative:
Sensory medical inspected the two returned sheets. No zipper chain damage was noted, however, both zipper sliders were missing. 250102m01 is the safety sheet lot number. Review of the lot records demonstrated the lot passed required inspections. Six photos were provided by the parent. The photos provided show the zipper pull is absent from one of the safety sheet zippers. The photos also show the bed with no safety sheets installed. The parent did not provide photos of the reported safety sheet still locked in place but with a separated zipper that allowed for the sheet to become unattached or unzipped. Two additional pictures show the child was standing between the canopy and the frame assembly. The parent was not using the sheets as instructed as they were broken. Sensory medical was not able to confirm that the proper wash steps were used for safety sheet maintenance. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken" page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
The parent reported that both of the safety sheet zippers broke and she was unable to use them, which allowed for her son to elope through the bed frame / mattress of the bed. The parent stated that when they checked on the child in the morning as usual, the child had eloped from the bed because the zipper had broken. According to the parent, the sheet had been locked as intended. Replacement sent immediately and mom received them on (B)(6) 2025. The parent confirmed there was no injury as a result of this event.